Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 400 mg/dl. She gave herself an injection shot to treat her high blood glucose level. The customer was nauseous and had a headache. The infusion set had air bubbles. The infusion set was bent. The device was not returned.